Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that sometimes their ins works, sometimes it doesn't. Pt said they never turn the ins off, but they don't feel it working anymore. Pt said they have the ins on, but they are not feeling the vibrating in their back. Pt said that they can push it up to 9 but still can't feel it. When asked for event date, pt said it has been going off and on for most of this year; pt said lately the stimulator has been working but today it wasn't at all. The patient was redirected to their healthcare provider to further address the issue.  Pt said they have been going to the pain clinic in starkville, ms and to their surgeon at the orthopedic clinic in (B)(6). The patient mentioned unrelated medical history including they had a fusion last september. Redirected caller: patient's hcp.